Manufacturer narrative:
One tapered screw vent implant with packaging was returned for inspection. Visual inspection confirmed that the sticker sheet did not match the outer packaging. The seal of the box and vial were noted to be opened. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Probable cause identified: review of the customer order revealed that this order did not contain components under 63773888 (listed on the returned sticker sheet). This confirms that the customer would not have access to the sticker sheet. Mishandling by the customer is therefore unlikely, and this complaint is more likely due to a manufacturing error. Corrective and preventative action describes the event as a comingle that occurred due to failure to complete line clearance between work order components. The complaint is considered confirmed based on this review. Hhed was initiated to further evaluate a similar event. As a result was created to address this nonconformance. A recall has been initiated under zfa2018-00136.

Manufacturer narrative:
One tapered screw vent implant with packaging was returned for inspection. Visual inspection confirmed that the sticker sheet did not match the outer packaging. The seal of the box and vial were noted to be opened. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Review of the customer order revealed that this order did not contain components under (B)(4) (listed on the returned sticker sheet). This confirms that the customer would not have access to the sticker sheet. Mishandling by the customer is therefore unlikely, and this complaint is more likely due to a manufacturing error. CAPA describes the event as a comingle that occurred due to failure to complete line clearance between work order components. The complaint is considered confirmed based on this review. Hhed was initiated to further evaluate a similar event. As a result was created to address this nonconformance. A singular cause cannot be identified: the following sections have been updated. (B)(4).

Manufacturer narrative:
Patient information not provided/unknown. (B)(4).

Event description:
It was reported that the implant box and inner blister are labeled with tsvm4b10 lot number 63781164, but the stickers inside are labeled with tsvb10 lot number 63773888. The surgery was not completed with another implant.